Event description:
It was reported that the rv lead was capped due to oversensing and varying impedance from 400s to 1200s ohms. No patient complications were reported as a result of this event. Further information fron an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish as a result of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is high, indicating a possible intermittency in the system. The data also noted varying impedance measurements.